Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.